Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked and unresponsive. Contact reported the customer had the pump in a pocket and may have sat on the pump, but is unsure. The customer's blood glucose level was 202 mg/dl. The customer reported that manual injections would continue to be used for alternate insulin therapy.